Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4) the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in a transgastric position to treat a pancreatic walled-off necrosis during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018, the physician was performing a necrosectomy through the previously placed axios stent using a double channel scope. The rat-tooth forceps that were being used to perform the necrosectomy got caught on the stent and caused it to dislodge. The stent was removed using the same rat-toothed forceps. Another axios stent was successfully placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.